Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced dizziness, the cgm was reading 44 mg/dl and the blood glucose reading was 501 mg/dl. After realizing this the patient called an ambulance and was taken to the hospital, where he received an injection with insulin from the doctor. The patient denied having experienced any serious symptoms other than the dizziness. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.